Event description:
A customer contacted baxter's technical service center regarding a patient who knocked the supply bag off the nightstand, disconnecting the line from the bag during therapy on the homechoice machine. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was supply bag fell and disconnected.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.